Manufacturer narrative:
Collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Conclusion: based on the complaint information provided, we are unable to determine a specific root cause of the event. The lens remains implanted. (B)(4). Lens remains implanted.

Manufacturer narrative:
Staar's medical consultant provided additional information; I do not think the line item (B)(6) 2015 was an adverse event. It was a very complex calculation on an eye with extensive prior surgery. I sent the calculation result on (B)(6) 2015. On (B)(6) 2015, dr. (B)(6) responded saying the patient was seeing 20/25 and he wanted me to do the calculation for od. (B)(4).

Manufacturer narrative:
Conclusion: device failure related to patient condition. (B)(4).

Event description:
Staar's medical consultant was contacted by dr. (B)(6) regarding a patient who had marked capsular contraction and hyperopic shift in both eyes. Staar's consultant recommended performing a manual enlargement of the capsulotomy helps as does anterior radial yag capsulotomy. Posterior yag capsulotomy has little affect, because of the risk of iol subluxation I would prefer the manual method. The lens remains implanted in the right eye. See MFR# 2023826-2015-00851 for the other eye.

Manufacturer narrative:
Per medical review - capsule contraction is the centripetal constriction and fibrosis of the capsulorhexis following cataract removal and iol lens implantation. It can remain asymptomatic unless the constriction progress to visual axis resulting related symptoms such as hyperopic shift in this patient. Risk factors include small diameter capsulorhexis, zonular weakness, chronic intraocular inflammation, uveitis, pseudoexfoliation syndrome, retinitis pigmentosa, advanced age, diabetes mellitus, behcet's syndrome, myotonic muscular dystrophy, and high myopia. Given the reported information the reason for this event is unknown. Surgical intervention to prevent further progression is necessary. Based on the complaint history and medical review, a specific root cause of the event could not be determined. (B)(4).